Event description:
The consumer alleges the concentrator started a house fire, causing the consumer to sustain smoke inhalation and burns. Serious injury is alleged.

Manufacturer narrative:
User is a known smoker. User did state his girlfriend had given him 4 cigarettes before she left for work prior to this reported incident. Manufacturer's device was located by a door and consumer reportedly was in their bed. While in his bed he felt heat on his ankle. User reportedly shut the unit off across the room. Info indicates an external source. Device was not on the location of the alleged fire. MDR filed based on injury to foot.